Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
On the last ablation with the closurefast, the generator displayed error code "catheter broken please replace" and the procedure was ended. The physician tried to retain the position of the wire but could not advance through the catheter. Removed the catheter and left the last 10cm of the vein untreated. They are not planning to bring patient back for retreatment on this leg. The other leg is due for treatment next week.

Manufacturer narrative:
Evaluation of the returned device was completed on january 20, 2016. The closurefast catheter was received wrapped inside a clear plastic bag. It should be noted the nitrex wire used during the procedure was not returned. A review of the manufacturing records for this device did not reveal any non-conformity relevant to this reported event. The closurefast catheter coil, shaft, and connector were inspected and found no damages or anomalies. The catheter passed continuity and resistance functional tests. The customer¿s report of the ¿catheter broken please replace¿ message appearing on the generator upon connection could not be confirmed. The reported event was unable to be replicated within the lab. A visual inspection was unable to identify any damages or anomalies which may have contributed to the reported event. The catheter passed continuity/resistance testing and a completed full test cycles connected to a generator. The root cause of the reported event could not be determined. Contributing factors such as generator interaction and procedural technique could not be evaluated. (B)(4).